Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot#: (B)(6) serial#, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot#: (B)(6), ubd: 08-dec-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel disfunction. It was reported that MRI guidelines when ins was suspected to be at eos were reviewed. The manufacturing representative (rep) indicated that the ins could not be connected to via both the patient app and clinician app today. And it was reported that the patient was on program 4 at 4.0ma. The date for when therapy may have stopped was asked and rep indicated patient didn't know on (B)(6) 2025. Additional information was received from the patient. They reported that the cause of the communication issues was unknown, but it was likely due to no battery life. They did state that the issue was resolved. The patient added some additional information about the event. They stated the event started on (B)(6) 2025 when they started to get left leg pain that developed into sciatica. They reported the pain was so intense and continuous that their healthcare provider (hcp) ordered the MRI that they were attempting to get at the time of the previous call. They reported that neither they nor the hcp could find the device which resulted in them getting an x-ray of the area to locate the device. They saw that the lead had looped around 3 times and backed out of the sacrum which was confirmed on (B)(6) by their hcp and the manufacturer rep. They were ultimately unable to locate the device to turn MRI mode on. They had surgery to remove the device on (B)(6) 2025 and once the device was removed their pain resolved.